Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, the biopsy needle stopped tracking without prompt from the user. Re- orienting the camera and attempting to track again did not restore functionality. The site continued on the trajectory without navigation as the depth stop was correct. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.